Manufacturer narrative:
Investigation: no samples or photos were provided by the customer for investigation. While a definitive root cause could not be determined, foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
Material no. 305106 batch no. 8324761 it was reported that during use of the bd precisionglide¿ specialty use sterile hypodermic needle the needle is clogged. This occurred on 4 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: I¿ve had 4 occasions where the 30g needle was clogged.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 305106, batch no. 8324761. It was reported that during use of the bd precisionglide¿ specialty use sterile hypodermic needle the needle is clogged. This occurred on 4 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: I¿ve had 4 occasions where the 30g needle was clogged.